Event description:
On (B)(6) 2025, the user was transported to the hospital due to hyperglycemia with a recorded bg level of 400 mg/dl. The user was not admitted but received IV saline treatment and was released the same day. The ilet issued high glucose alerts, and the user later reconnected the device. No long-term health effects were reported.

Manufacturer narrative:
The device history record (DHR) confirmed that the ilet met all manufacturing specifications prior to distribution. Device logs showed that the ilet issued multiple high glucose alerts and infusion set change reminders. Insulin delivery was active and aligned with cgm trends. The clinical presentation and device data are consistent with inadequate insulin delivery, which may have resulted from a compromised infusion site (e.g., bent cannula) or delayed insulin cartridge replacement. However, the infusion set was not returned, and no product sample was available for evaluation. As a result, the root cause could not be definitively determined. Based on available data, the ilet functioned as intended.